Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed that the battery would not click properly in the monitor which resulted it to come loose when moving or placing the monitor. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off three times during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.